Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported error code and replaced the patient bridge to resolve the issue. Subsequent functional testing did not identify further issues and the unit was returned to service. The part has been requested for return to sorin group deutschland for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during priming. There was no patient involvement.

Manufacturer narrative:
The replaced patient bridge was returned to the original equipment manufacturer for investigation. The investigation revealed that the pump unit was very dirty and showed significant evidence of corrosion. The pump motor was found to be faulty, which caused the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.